Manufacturer narrative:
Initial testing was done by a field service engineer at the user facility on (B)(4) 2014. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the 1st key on the keypad was found to double enter when slightly touched. Prior to testing, the device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.